Event description:
It was reported that, the patient contacted support to report an insulin occlusion alert and expressed dissatisfaction with the device. The occlusion was explained as a blockage related to the supplies or their connection rather than the device itself. A dry run exceeding 125 units was completed without issue, and it was explained that the device was operating appropriately. The patient was using a steel contact detach infusion set. Assistance was provided with a full supply change, with the patient electing to continue using the same cartridge to avoid discarding insulin. Insulin delivery was confirmed to have resumed. At the time of the call, blood glucose was reported to be elevated at 327 mg/dl, and the patient indicated multiple occlusion alerts had occurred with insulin delivery not previously resumed. During a follow-up contact, the patient reported that blood glucose levels had decreased to 195 mg/dl and were trending downward. No further assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.